Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt has been in pain for the last 4 weeks for they have felt electric shocks in their body when the stimulation was on. After an hour or so with the stimulation on the pain would get intolerable. Pt mentioned that they turned their stimulation off 2 weeks ago because the shocks were too painful for they felt like they put their finger in a socket. Pt mentioned that they were hurting and when they turned off their stimulation the pain wasn't as bad as prior to their medtronic for before their medtronic implant their pain felt like a knife stabbing them but now their pain was better. Pt mentioned that even with the stimulation off they still felttingling and shocking in their legs but it was a lot less panful to have the stimulation off than on. Patient was wanting to know if their device could cause shocking, pss redirected pt to their manufacturer representative (rep). Pt mentioned that they have talked to their \rep and that they had an appointment with them today. The rep that the pt was working with said that they the pt won't have shocks other than their back and the pt did not believe them for they feel shocking in other areas. Pt has gotten an x-ray to see if it was not the scs device but the x-ray did not show anything.

Event description:
Additional information was received from the patient and it was reported that they were experiencing shocks from the ins in the pt's genitals, vagina and breasts, so they turned the ins off. Pt noted that they didn't have any issues with shocking for 5 months after implant, but started to experience shocks in their feet. Pt stated that in 5 days, they experienced shocks go from their feet to their entire body, including their legs. Pt stated that they no longer are experiencing the shocks (due to the ins being turned off) and they have previously contacted the reps about the issue, and have had the ins reprogrammed. Pt stated that the rep told them that the shocks were unrelated to the ins. Pt reported that the shocks "got worse" after the rep reprogrammed their ins. Pt stated that the ins has probably been turned off for 12 days, and 2-3 days after turning the ins off, the shocks started to fade. Pt stated that they no longer are experiencing the shocks and they have previously contacted the reps about the issue, and have had the ins reprogrammed. Pt stated that the rep told them that the shocks were unrelated to the ins. Pt reported that the shocks "got worse" after the rep reprogrammed their ins, and the rep redirected the pt to speak with a healthcare provider (hcp) about the issue. Pt stated they spent several hours with a neurologist and was told by this neurologist that the shocks were related to the ins. Pt stated the neurologist directed them to speak with the implanting hcp. Pt noted that they have met previously with a few reps, and every time they get the ins reprogrammed, the pt's symptoms change. Pt stated that the neurologist ran tests, and told the pt there is no known physical condition that will cause shocks throughout the body. Pt noted the neurologist said that neuropathy and ms will cause shocks in the limbs, but not the torso (where the pt is experiencing the shocks). Pt explained that they have a sit down with the implanting hcp in the near future. Pt noted they can't turn the ins on because of these shocks. Pt noted that they are positive the reps are telling the hcp that the shocks are unrelated. Redirected to the hcp to further discuss and is sending physician listings. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.